Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's sensor board, oxygen blending module board and fio2 sensor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's sensor board, oxygen blending module board and fio2 sensor were replaced to address the issue. After receiving further information, the parts were not replaced. The customer declined the estimate, and the unit was returned as it is.